Event description:
It was reported by service report that the main power cord was not fully secured to the head end of bed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.